Event description:
The facility representative contacted a technical service representative to report an ipump that is "dead will not come on." It is unknown when this event occurred, but occurred in biomed service. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "dead will not come on" issue was confirmed but not reproduced during product evaluation. The assignable cause was determined to be a faulty battery spring assembly. The battery spring assembly was replaced in order to fix the reported condition.